Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 70 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer kept getting low blood glucose alerts. The customer believes the insulin pump is over delivering as they were dropping low. Troubleshooting was completed but the issue was not resolved. The insulin pump will be returned for analysis.